Event description:
The patient reported that while doing a routine testing, he discovered his blood glucose reading was 340 mg/dl. He stated his normal blood glucose range is 110-120 mg/dl. He stated his symptoms were "restlessness and aching muscles." The patient said he corrected his elevated blood glucose by changing his infusion set and bolusing insulin. During troubleshooting, he stated when he removed his infusion head set he found the cannula was bent at an angle. He stated it was not kinked and he did not receive any alarms on his insulin infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation as the patient had thrown the infusion set away.

Manufacturer narrative:
No product will be returned for eval.